Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine cyst, pelvic floor dysfunction, endometriosis and pelvic pain. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion medically important). The patient was treated with surgery (removal of bilateral fallopian tube to remove essure coils, removal of uterine cyst, ovarian biopsy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 27-mar-2023: specimens: fallopian tube, left, left fallopian tube; fallopian tube, right fallopian tube; fallopian tube, right, uterine serosa cyst; ovary, right, right ovarian biopsy; ovary, left, left ovarian biopsy. Final diagnosis: fallopian tube, left, salpingectomy: benign fimbriated fallopian tube. Fallopian tube, right, salpingectomy: benign fimbriated fallopian tube. Uterine serosa, cyst, cystectomy: benign serous cyst. Ovary, right, biopsy: benign ovarian stroma with no diagnostic abnormality. Ovary, left, biopsy: benign ovarian parenchyma with corpora albicans noted. Gross description: left fallopian tube" is an 8.0 x 0.7 x 0.7 cm fimbriated fallopian tube, the proximal aspect contains a metallic wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine cyst, pelvic floor dysfunction, endometriosis and pelvic pain. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion medically important). The patient was treated with surgery (removal of bilateral fallopian tube to remove essure coils, removal of uterine cyst, ovarian biopsy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimens: 1) - fallopian tube, left, left fallopian tube. 2) - fallopian tube, right fallopian tube. 3) - fallopian tube, right, uterine serosa cyst. 4) - ovary, right, right ovarian biopsy. 5) - ovary, left, left ovarian biopsy. Final diagnosis: 1. Fallopian tube, left, salpingectomy: - benign fimbriated fallopian tube. 2. Fallopian tube, right, salpingectomy: - benign fimbriated fallopian tube. 3. Uterine serosa, cyst, cystectomy: - benign serous cyst. 4. Ovary, right, biopsy: - benign ovarian stroma with no diagnostic abnormality. 5. Ovary, left, biopsy: - benign ovarian parenchyma with corpora albicans noted. Gross description: left fallopian tube" is an 8.0 x 0.7 x 0.7 cm fimbriated fallopian tube, the proximal aspect contains a metallic wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.